Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for high, out of range shock impedance (lvsi) showing a gradual increase consistent with calcification. Technical services (ts) guidance indicated that reprogramming the rv to pacemaker configuration should include defibrillation testing. Adjustment of alert thresholds was suggested. Continued increase in impedance approaching higher limits would warrant consideration of lead replacement. No adverse patient effects were reported. This rv lead remains in service.